Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope was being sent in for its annual inspection with no complaint raised. The issue occurred during maintenance. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water tube and cylinder had foreign material. Other issues found were: the grip has a scratch, the air water cylinder has no color, the suction cylinder has no color, the right left knob has a scratch, the switch box has a scratch, due to deformation of the suction connector water tightness is lost, number of max cumulative uses was reached, the scope connector cover unit has a scratch, due to a chip on the distal end cover the insulation resistance value does not meet standard values, due to wear of the angle wire the play of the up down knob is out of values, the objective lens has a scratch, the light guide lens has a scratch and the connecting tube has coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.